Event description:
There was no device failure or malfunction reported. The surgeon placed purse string sutures in the right atrium that were sized for the cannula being used. The purse string sutures tore out during use and the right atrium experienced a laceration that required surgical repair. The patient is in good condition and there were no adverse outcomes.